Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately calcified and severely tortuous right posterior descending artery (pda). After pre-dilation was performed with a balloon catheter, a 32x2.25mm promus premier¿ stent was advanced to treat the lesion, however, device was unable to cross the lesion. While several attempts were made, it was noted that the edge of the stent struts were lifted. The procedure was completed with a 2.25mm non-bsc stent. No patient complications were reported and patient's status was good.

Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found stent struts at the distal end of the crimped stent were damaged and lifted upwards from the stent profile. This type of damage is consistent with the stent encountering resistance while advancing the device. The bumper tip of the device showed no signs of damage to the distal edge of the tip. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube shaft profile or the distal portion of the delivery shaft profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately calcified and severely tortuous right posterior descending artery (pda). After pre-dilation was performed with a balloon catheter, a 32x2.25mm promus premier stent was advanced to treat the lesion, however, device was unable to cross the lesion. While several attempts were made, it was noted that the edge of the stent struts were lifted. The procedure was completed with a 2.25mm non-bsc stent. No patient complications were reported and patient's status was good.